Event description:
There was an allegation of questionable elecsys hiv duo results for 2 patient samples on a cobas pure e 402 analytical unit. On (B)(6) 2025, sample 1 had an initial result of 3.01 coi, interpreted as reactive. The sample was repeated on a competitor analyzer and the result was 0.95 s/co, interpreted as non-reactive. The sample was sent for pcr testing and the result was negative. On (B)(6) 2025, sample 2 had an initial result of 3.26 coi, interpreted as reactive. The sample was repeated on a competitor analyzer and the result was 0.3 s/co, interpreted as non-reactive. The sample was repeated on e 402 analyzer and the result was 3.3 coi, interpreted as reactive.

Manufacturer narrative:
The reagent lot number is 839092 and the expiration date is 31-aug-2026. The competitor method was abbott architect. Calibration was last performed on 07-jan-2026. The qc recovery data provided was within specification. The field service engineer (fse) found that the sample probe's tip position was misadjusted and performed mechanical adjustment and cleaning of the probe. Based on the available data, a general reagent issue could be excluded. The service actions performed by the fse resolved the issue.